Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-1288qai-100 all-inside quadlink kit (10 mm) failed to tension properly. The tightrope mechanism appeared to ¿give out¿ while attempting to seat the graft in the femoral tunnel and could not suspend the graft using the tensioning tails. The autograft was then removed, and the defective tightrope was cut out and replaced with an ar-1588btb-ib tightrope ii btb, which functioned as intended. The case was delayed, and additional anesthesia was likely administered. No adverse patient effects were reported. This issue occurred during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 29-dec-2025: the procedure was delayed by approximately 30 minutes, and the amount of additional anesthesia administered is unknown. The issue with the tightrope implant was first identified when the button was confirmed to be flipped, and the graft was being tensioned on the femoral side. At that point, the implant failed. There was no fraying of the tensioning tails during the event. The constant unloading occurred suddenly. No fragments remained inside the patient; all components were recovered intact. The flip cutter from the associated kit was used to prepare the socket for implant insertion. The bone quality was assessed as normal.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.